Event description:
The brother of a (B)(6) male pt called zoll customer support to report that the pt was receiving a svc code 204. The pt was issued a replacement electrode belt.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (svc code 204) has been confirmed. Upon evaluation, the electrode belt was unable to communicate with a monitor. The cause for the failure was isolated to corrosion inside of ECG 'c." The root cause for the corrosion could not be positively identified but was likely ingress of an unk liquid. No adverse event resulted from the corrosion. Patient was received a replacement electrode belt.